Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was 120 mg/dl. During troubleshooting with tandem technical support a pump reset was performed, however a replacement pump was sent to the customer. The customer will continue to use the pump for insulin therapy.